Manufacturer narrative:
(B)(4). Date sent: 01/12/2017. Batch # n91n91. The device was received the upper jaw damaged at the proximal side and not missing as reported by the customer. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade got broken when passing the tissue. A bipolar and scissors were used to complete the procedure. There were no adverse consequences for the patient.